Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventive maintenance (pm), it was observed that the device had an error code 110e check vent: air flow sensor calibration data error message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the unit is displaying an air flow sensor calibration data error. He verified there was a code 110e in the significant log. He reseated the cable from the data acquisition (da) printed circuit board assembly (pcba) to the air flow and o2 flow pcbas. He stated the air flow reading was at 240 slpm (standard liter per minute). Also, while in the vent info screen, the air flow did not have any part #, serial # or hours listed. The rse recommended replacing the flow sensor assembly and provided parts ID for the flow sensor assembly and da pcba for the repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 05nov2025, 21nov2025, and 09dec2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.